Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and had received a power error detected alarm. The customer¿s blood glucose level was 44 mg/dl. The customer was treated with carbohydrates. The customer also states that the insulin pump was not working. Troubleshooting was performed for power error detected alarm and noticed alarm did not recur within a week of troubleshooting previous occurrence. The insulin pump will not be returned for analysis.